Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 10-apr-2017 duplicated issue several times trying loader rotation. Found x1 not returning to home position and sounding noisey when moving on guide rod for x1. Cleaned loader, sensor and guide rod for x1. Lubricated guide rod for x1. Ran loader test several times with no issues. Ran patient sample several times with no issues. Customer ran qc (quality control) and patient samples with no issues. Instrument is running with no errors. The most probable cause of the reported event was a dirty guide rod for x1.

Event description:
On (B)(6) 2017 the customer reported 708 x1 axis error with their hlc-723g8 analyzer. Customer reported that they performed a sl (sample loader) rotate - error persists, white pusher foot stops in the same place. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.